Event description:
It was reported that a device electrical reset was observed on the remote monitoring transmission. No changes in parameters were observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that a device electrical reset was observed on the remote monitoring transmission. No changes in parameters were observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product: 4074-52 crdm non-defib lead, implant date: (B)(6) 2009; 4074-45 crdm non-defib lead, implant date: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.